Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has passed away. The device has been returned to the manufacturer for evaluation. During the evaluation it is observed that there was no visible foam particles found. The device was scrapped.